Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No lot number was provided; therefore, a device history record (DHR) review could not be completed. The sample was received in used condition without its original package. It was visually inspected, at a distance of 12 to 24 inches and normal conditions of illumination; broken cannula was detected in the unit returned. A root cause could not be determined at the time of investigation. Action(s) taken to mitigate the reported issue(s): in order to perform a complete root cause analysis of this failure mode, a corrective and preventative action has been opened to address the return tube issue.

Event description:
It was reported that the catheter tip was broken off and could not be found. No patient injury reported.